Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent and remains in the pt. Device issue: stent dislodgement. It was reported that post stenting procedure of a heavy calcified left anterior descending artery with three xience v stents, a dissection was noted proximal to where the stents were placed. The pt was taken to surgery for repair of the dissection. There is no additional info available.

Manufacturer narrative:
(B) (4) - incorrect care/use of (failure to follow steps/instructions) - (B) (4). Evaluation summary: product performance engineering review the incident info. In this case, there was no reported product deficiency. Dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although surgical procedure to treat a dissection is not specifically addressed in the IFU, surgical procedure is listed in the no-fault risk assessment, along with dissection, as a known potential post-procedure complication associated with coronary stenting procedure. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Additional investigation details report that three stents were placed with the lesion proximal to distal, with the 2.5x28mm stent being most proximal. The product IFU states: "although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. In this case, it cannot be determined how proximal to distal stenting may be related to the reported pt effects; however, there are no indications of a product quality deficiency. Although a conclusive cause cannot be determined for the reported pt effect(s), no corrective action will be initiated as there is no indication of a product quality deficiency.